Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a hypoglycemic event on (B)(6) 2016. Patient stated that the continuous glucose monitor (cgm) and fingerstick were reading her blood glucose (bg) at 89mg/dl. Five minutes later the patient stood up and passed out. The patient's brother called the emergency medical technicians (emts). The emts took a fingerstick reading which showed 11mg/dl. The cgm was displaying urgent low message. The patient was admitted to the hospital. Patient did not report when they were released from the hospital but was back home by (B)(6) 2016. There was no alleged device malfunction. At the time of contact, the patient was stable. No additional event or patient information is available.